Event description:
It was reported that device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was utilized with the versacross connect for trans-septal crossing. The was was then positioned at the laa. A watchman flx closure device and delivery system (wds) were advanced. The wds was re-sheathed and repositioned several times, but release criteria could not be met so the wds was removed and exchanged for a second wds. With the second wds, the position was still unfavorable, so the physician recaptured and attempted to steer the catheter posteriorly. It was then observed that the was sheath was kinked. The kinked was was removed and exchanged for another to successfully complete the procedure.

Manufacturer narrative:
The complaint device was not returned for analysis; however, media from the clinical procedure was provided to boston scientific and reviewed by a member of the complaint investigation site. The media comprised of three photos depicting the sheath kinked in the soft distal section. Review of the media confirms the reported event.

Event description:
It was reported that device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was utilized with the versacross connect for trans-septal crossing. The was was then positioned at the laa. A watchman flx closure device and delivery system (wds) were advanced. The wds was re-sheathed and repositioned several times, but release criteria could not be met so the wds was removed and exchanged for a second wds. With the second wds, the position was still unfavorable, so the physician recaptured and attempted to steer the catheter posteriorly. It was then observed that the was sheath was kinked. The kinked was was removed and exchanged for another to successfully complete the procedure.